Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, osteoarthritis, scoliosis, hypothyroidism, cervical intraepithelial neoplasia and spinal osteoarthritis. Previously administered products included for contraception: depo shot from 2003 to 2004; for an unreported indication: medication for sluggish thyroid in (B)(6) 2014. Past adverse reactions to the above products included weight increased with depo shot. Concomitant products included naproxen from 2007 to 2016. In (B)(6) 2009, the patient experienced pain ("general body aches"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ knees pain/hip pain"), migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), rash ("rashes/facial rash"), skin disorder ("other skin conditions"), raynaud's phenomenon ("raynaud's disease/ raynaud's phenomena"), nausea ("nausea") and neck pain ("neck pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain"), dysgeusia ("metallic taste in mouth"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), mood swings ("mood swings"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching/ skin itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), dry skin ("dry skin"), diarrhoea ("diarrhea"), constipation ("constipation") and acne ("facial acne"). The patient was treated with other nutrients (nutritional supplement) and surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, dysgeusia, arthralgia, hypovitaminosis, mood swings, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, migraine, vaginal infection, depression, anxiety, rash, skin disorder, alopecia, fatigue, weight increased, weight decreased, dry skin, nausea, diarrhoea, constipation, neck pain and acne outcome was unknown, the dyspareunia, night sweats, abdominal distension, pruritus and raynaud's phenomenon had resolved and the abdominal pain lower, back pain, pain and headache was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, hypovitaminosis, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, pain, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, osteoarthritis, scoliosis and hypothyroidism. Previously administered products included for contraception: depo shot from 2003 to 2004; for an unreported indication: medication for sluggish thyroid in january 2014. Past adverse reactions to the above products included weight increased with depo shot. Concomitant products included naproxen from 2007 to 2016. In april 2009, the patient experienced pain ("general body aches"). On 22-apr-2009, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ knees pain/hip pain"), migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), rash ("rashes/facial rash"), skin disorder ("other skin conditions"), raynaud's phenomenon ("raynaud's disease/ raynaud's phenomena"), nausea ("nausea") and neck pain ("neck pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain"), dysgeusia ("metallic taste in mouth"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), mood swings ("mood swings"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching/ skin itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), dry skin ("dry skin"), diarrhoea ("diarrhea"), constipation ("constipation") and acne ("facial acne"). The patient was treated with nutritional supplements and surgery (on 10-feb-2016, total hysterectomy and bilateral salpingectomy). Essure was removed on 10-feb-2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, dysgeusia, arthralgia, hypovitaminosis, mood swings, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, migraine, vaginal infection, depression, anxiety, rash, skin disorder, alopecia, fatigue, weight increased, weight decreased, dry skin, nausea, diarrhoea, constipation, neck pain and acne outcome was unknown, the dyspareunia, night sweats, abdominal distension, pruritus and raynaud's phenomenon had resolved and the abdominal pain lower, back pain, pain and headache was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, hypovitaminosis, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, pain, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-aug-2009: full occlusion of fallopian tubes confirmed. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Historical condition, historical medication, concomitant and treatment drug added. New events, facial acne, abnormal bleeding (vaginal), nausea, dyspareunia (painful sexual intercourse), diarrhea, constipation and neck pain were added. Event dates of nausea, migraines, headaches, dyspareunia, dysmenorrhea, vaginal discharge,abnormal bleeding (vaginal, menorrhagia), raynaud's phenomena, rashes, skin conditions, hip pain and knee pain, back pain was updated to 22-apr-2009. Outcome of raynaud's phenomena, skin itching , dyspareunia, bloating and night sweats were updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, osteoarthritis, scoliosis, hypothyroidism, cervical intraepithelial neoplasia and spinal osteoarthritis. Previously administered products included for contraception: depo shot from 2003 to 2004; for an unreported indication: medication for sluggish thyroid in (B)(6) 2014. Past adverse reactions to the above products included weight increased with depo shot. Concomitant products included naproxen from 2007 to 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain ("general body aches"). On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ knees pain/hip pain"), migraine ("worsening of her migraines/ migraines"), headache ("worsening of her headaches/ headaches"), rash ("rashes/facial rash"), skin disorder ("other skin conditions"), raynaud's phenomenon ("raynaud's disease/ raynaud's phenomena"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation") and neck pain ("neck pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain"), dysgeusia ("metallic taste in mouth"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), mood swings ("mood swings"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching/ skin itching/ itchy skin"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), dry skin ("dry skin") and acne ("facial acne"). The patient was treated with other nutrients (nutritional supplement) and surgery (on (B)(6) 2016, total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, night sweats, abdominal distension, migraine, headache, pruritus, alopecia and raynaud's phenomenon had resolved, the vaginal haemorrhage, menorrhagia, vaginal discharge, dysgeusia, arthralgia, hypovitaminosis, mood swings, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, vaginal infection, depression, anxiety, rash, skin disorder, fatigue, weight increased, weight decreased, dry skin, nausea, diarrhoea, constipation, neck pain and acne outcome was unknown and the dysmenorrhoea, abdominal pain lower, back pain and pain was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, hypovitaminosis, insomnia, memory impairment, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, pain, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of quality-safety evaluation of ptc. On 7-aug-2018: pfs received. Outcome of event cramping was updated from unknown to recovering / resolving, headaches from recovering / resolving to recovered / resolved and migraines, hair loss, pelvic pain from unknown to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (¿abnormally severe menstrual pain¿), abdominal pain lower (¿severe abdominal cramping and lower abdominal pain¿), back pain (¿severe lower back pain¿), menorrhagia (¿abnormally heavy menstrual bleeding¿), dysgeusia (¿metallic taste in mouth¿), arthralgia (¿severe joint pain¿), pain (¿general body aches¿), hypovitaminosis (¿vitamin deficiencies¿), night sweats (¿night sweats¿), mood swings (¿mood swings¿), insomnia (¿insomnia¿), feeling abnormal (¿brain fog¿), memory impairment (¿forgetfulness¿), hypoaesthesia (¿numbness¿), paraesthesia (¿tingling¿), abdominal distension (¿severe bloating¿), migraine (¿worsening of her migraines¿), headache (¿worsening of her headaches¿), vaginal infection (¿chronic vaginal infections¿), vaginal discharge (¿vaginal discharge¿), depression (¿worsening of her depression¿), anxiety (¿worsening of her anxiety¿), rash and rash ("rashes"), pruritus ("itching"), dry skin (' dry skin"), skin disorder (¿other skin conditions¿), alopecia (¿hair loss¿), fatigue (¿chronic fatigue¿), weight increased (¿weight gain¿), weight decreased (¿weight loss¿) and raynaud's phenomenon (¿raynaud's disease¿). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, pain, hypovitaminosis, night sweats, mood swings, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, dry skin, skin disorder, alopecia, fatigue, weight increased, weight decreased and raynaud's phenomenon outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, pain, hypovitaminosis, night sweats, mood swings, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, dry skin, skin disorder, alopecia, fatigue, weight increased, weight decreased and raynaud's phenomenon to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.